Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Top of the metal tip the toothbrush head fits to has snapped off therefore the toothbrush head is not fitting and falls off - oral-b, device breakage. Case narrative: female consumer via e-mail stated that the top of the metal tip on the oral-b toothbrush, type 3766, (that the oral-b toothbrush head fit to) snapped off. The oral-b toothbrush head did not fit and fell off. No injury was reported.